Event description:
It was reported to boston scientific corporation that during a pinnacle anterior/apical pfr kit placement procedure, there was difficulty getting the capio cage to capture the needle. The account made several attempts, and then the suture detached from the leg assembly. It is unknown whether the detached suture piece, with the needle at the end, fell into the patient. The procedure was completed using a pinnacle posterior pfr kit for an anterior repair. There were no complications to the patient, who is reportedly over 18 years old. Attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. If further relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during a pinnacle anterior/apical pfr kit placement procedure, there was difficulty getting the capio cage to capture the needle. The account made several attempts, and then the suture detached from the leg assembly, very close to the dilator leg. No portion of the suture detached inside the patient. The procedure was completed using a pinnacle posterior pfr kit for an anterior repair. There were no complications to the patient, who is reportedly over 18 years old. Attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date. If further relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report that the suture did not detach inside the patient.